Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin.net transmission showed low battery of the implantable cardiac monitor. It was determined that a temporary battery voltage drop before implant, likely due to exposure to cold temperatures caused the pre- elective replacement indicator to be triggered. This resulted in a battery gauge display anomaly which does not reflect true battery longevity. The battery voltage returned to above 3 v after implant. The patient would continue to be monitored.